Event description:
Valve actuator pins have fallen out of mechanism.======================manufacturer response for enteral feeding pump, flexiflo quantum (per site reporter).======================exchange device.